Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse evaluated and repaired the cine drive molex connector. The image processor board, hard drive, cine bridge board, and cine hard drive were also replaced. System software and calibration files were also reloaded and the ps2 voltage and battery charger pcb were recalibrated during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently displayed a cine disk unavailable error resulting in intermittent cine functionality. No patient serious injury or death was reported related to this event.